Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the first three (3) reloads had an unknown issue and both the second and third reload would not fire. It was noted that the surgeon was able to press the green button but could not squeeze the handle.